Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 166 mg/dl. The customer's expected fasting blood glucose range is 86-100 mg/dl. Customer stated high results happened when she opened this new vial of test strips. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result 1:166mg/dl (B)(6) 10:21am fasting result 2:53mg/dl (B)(6) 9:50am fasting, result 3:139mg/dl (B)(6) 9:12am fasting, result 4:156mg/dl (B)(6) 9:23an fasting, result 5:134mg/dl (B)(6) 9:20am fasting. Customer is having a problem with the meter reading high result she stated it happened when she opened this new vial of strips. Reviewed how to apply blood and the storage is correct. Customer had a very hard time finding the buttons at the top of the meter. Customer only knows that the blood is reading high now with no medication or diet change and does not know what to do.